Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm intermittently occurred. Additionally, it was reported that the pump history was missing data despite being in use and that cartridge change errors occurred with multiple cartridges during the load sequence. Subsequently, it was reported that the customer experienced a blood glucose (bg) level of 425 mg/dl with trace ketones identified as dangerous by a healthcare professional. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin, saline, hydrocortisone, potassium pills, and sodium bicarbonate. Customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, customer reverted to manual injections for insulin therapy.